Event description:
Medtronic received a report that a pipeline flex with shield technology stent encountered resistance during delivery and movement during deployment. The patient was undergoing surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) c4 aneurysm with a max diameter of 8 mm and a 5 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was moderate. It was unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as no problem. After resheathing with the microcatheter, positioning was performed by pulling the system. The stent was then deployed, however, the system dropped, and it was resheathed again. Repositioning was performed, but resistance was encountered both when pushing the system and when unsheathing. Therefore, the stent was replaced with a different ped2. Fluttering of the stent was confirmed during deployment. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Additional information received reported clarification of the previous report that the pipeline was "fluttering" during deployment, indicating that the pipeline was flattened and ribbon-like. The resistance occurred during resheating of the pipeline into the distal tip of the phenom microcatheter. No causes or contributing factors for the resistance or movement were identified. Continuous flush was administered and maintained during the procedure as indicated in the IFU. There was no damage observed to the pipeline pushwire or the phenom catheter. Only one pipeline was being used when the movement occurred. The device did not jump during deployment and the tip of the catheter was not moved. Other than the already reported issues, there was no other difficulty during delivery or positioning of the pipeline.

Manufacturer narrative:
E1. Initial reporter/health care provider identifying info was not provided due to country's privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.